Event description:
It was reported that during a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the faradrive sheath, a huge amount of air could be aspirated by the physician. Even after bringing the farawave catheter completely under water into the sheath, the amount of air was significant. It was suspected that the hemostatic valve of the sheath maybe broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its native dilator still inserted which resulted in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve found a surface cut on the external valve on the outer face and found both valves torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the faradrive sheath, a huge amount of air could be aspirated by the physician. Even after bringing the farawave catheter completely under water into the sheath, the amount of air was significant. It was suspected that the hemostatic valve of the sheath maybe broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.